Manufacturer narrative:
Low level na qc prior to the event was within the lab's established ranges and qc after the event was out low. The na high level qc did not exhibit the issue. Prior to the event, the customer had replaced/swapped the na electrodes. A field service engineer (fse) went on-site and found a missing quad ring on the na reference electrode as well as a bubble on the face of the electrode. The fse replaced the electrode, cleaned the flowcell and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical system for 24 patient samples. The results were not reported outside of the laboratory. The samples repeated on a different instrument in the laboratory with better recovery and those results were reported. There was no death, injury or change to patient treatment attributed to or connected with this event.